Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial handle locking mechanism fell apart on the back table. No pieces fell into patient and no delay occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the device was returned fractured. Device history record was reviewed and no discrepancies were found. Sem analysis indicates that the plate handle fractured due to bending overload. Fracture surface showed black debris entrapped throughout, which did not reveal details of the mode of fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.